Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads. The insulin pump also received with missing segments due to cracked lcd zebra connector. No cracks on the lcd glass noted.

Event description:
Customer reported a hairline fracture that goes horizontal across the screen of her insulin pump. She stated that it looked like a piece under the screen was not working and that the screen was difficult to read. The blood glucose reading was 135 mg/dl. Nothing further was reported.